Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows bilateral iliac occlusion, additional endovascular procedure are confirmed. The aortic occlusion was found to be aortic stenosis. The complaint is most likely user related. This is consistent with the reported adverse event/incident. Procedure related harms could not be identified. The clinical evaluation also shows reasonable evidence to suggest this was an off-label case; there was no abdominal aortic aneurysm (should be greater than or equal to 5mm). The right common iliac artery distal diameter was 5.1mm and the left common iliac distal diameter was 4.6mm (should be 10-23mm). The aortic neck diameter was between 13.7mm and 12.4mm in diameter (should be 18-32mm). The minimum right access diameter was 3.0 and the minimum left access diameter was 3.0 (should be greater than or equal to 6.5mm). It is likely the off-label nature of this case contributed to the reported event. The final patient status was reported as doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately ten (10) months post initial procedure, during a routine follow up, occlusion of the stent graft was identified. On 08/14/2024 the patient was brought in for declotting/restoring blood flow to the iliac limb. The physician used a penumbra flash catheter (non-endologix) to remove the thrombus. An ovation ix 8x45 iliac limb was implanted proximally, a boston scientific (non-endologix) 10x37 stent in the middle, and an ovation ix 10x80 iliac limb on the left and the blood flow was restored. The patient is doing well.